Event description:
A male patient reported developing an eye infection while using renu with moistureloc. The patient's optometrist reported the patient slept in his contact lenses against professional advice. The pt then presented to the doctor's office in 04/2006, and had light sensitivity, tearing, conjunctival injection, corneal infiltrates, keratic precipitates and iritis in both eyes, right eye (od) worse than left eye (os). The patient was diagnosed with bilateral keratoconjunctivitis and iritis. The optometrist prescribed tobradex 1gtt ou qid, zymar 0.3% 1gtt ou q2h and homatropaire 5% 1gtt ou tid as treatment. The patient was under treatment for approximately 3 weeks. The patient recovered with 2 tiny scars on the right cornea. The patient was able to resume contact lens wear. The treating optometrist attributed the patient's event to contact lens over wear/sleeping in lenses.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.